Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white connector on the patient line of a homechoice cassette set separated from the tubing. This was described as the ¿cycler was primed¿ and when the patient¿s caregiver ¿was going to connect the patient, and removed the cap from the patient line, the cap came off with the white connection¿. This was identified before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.